Manufacturer narrative:
Model number/catalog number: sc-2352-50. Serial number: (B)(4). Batch/lot number: 20903786 / 20818254. Model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation and was having irritation at the pocket site. The patient underwent an explant procedure.